Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 0 units, although no alarms were recorded. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was educated about cartridge air removal and assisted with loading a new cartridge, resolving the issue as the displayed fill estimate aligned with expectations without needing a cartridge return.